Manufacturer narrative:
Two units were received for evaluation in their original packaging. Under a visual inspection, it was noticed that hinge line is broken. The reported issue was confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. There was not raised any other customer complaint against reported lot number.

Event description:
It was stated that the hinge line of 2 epifuses split while using on different patients. Both cases were resolved by replacing with the new kits. There was unknown patient harm or adverse events reported as a result of the event. The outcome of the event was both are resolved when replacing with the new kit.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.